Event description:
Procedure type: splenectomy. According to the reporter: the surgeon fired the instrument over the splenhilus and they could not open the instrument again. With laparoscopic hand instruments, they opened the loading unit and then they used a new egiaustnd and a new loading unit. Extension of surgery time was more than 30 minutes.

Manufacturer narrative:
(B)(4).